Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific rec'd information that electrogram noise on the right ventricular (rv) channel was identified. This clinical observation is not reproducible with pt isometrics. When reprogrammed to unipolar, the produced noise is minimal. When programmed to bipolar, the rv pacing impedance decreases to 160 ohms. When reprogrammed to unipolar, the measured rv pacing impedance is 300 ohms. Technical services discussed the possibility of an evolving insulation issue and recommended permanent reprogramming to unipolar. The local rep informed technical services that the pt is 9% paced in the rv. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.